Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same log number. It was reported the pt was unable to feel the stimulation, and te programs were auto-reducing. The pt reported he had fallen on his back and immediately lost stimulation with the incident. The sjm representative met with the pt for reprogramming and determined multiple contacts had high impedances. Reprogramming was albe to provide stimulation coverage, however, it was later reported the stimulation was no longer working and the pt wanted the scs system to be removed.